Event description:
It was reported the patient received the following results within 10 minutes on (B)(6) 2019: 142 mg/dl and 66 mg/dl. It was also reported the patient received the following results within 10 minutes on (B)(6) 2019: 430 mg/dl and 167 mg/dl.